Manufacturer narrative:
Approximate age of device ¿ 8 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to intracranial hemorrhage. It was reported that the device operated as expected. No additional information was provided.

Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the report of a suspected stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the patient's expiration could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding, cardiac arrhythmia, stroke, and death as adverse events that may be associated with the use of heartmate 3 lvas. The IFU also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that patient presented for urgent admission to intensive care unit (ICU) for ventricular tachycardia (vt) and defibrillator fires. Patient was delivered to our emergency department (ed) via life flight from outside hospital. Patient was altered, short of breath (sob), and not speaking on arrival. Per flight team, the patient called emergency medical services (ems) approx 3 hours prior because his implantable cardioverter-defibrillator (ICD) was firing. Ems brought him to a rendezvous ed where the flight crew picked him up and flew to the left ventricular assist device (lvad) hospital. Pt was initially awake and talking, but became short of breath en route and developed decreased mentation. The flight crew noted a total of 6 shocks by his ICD en route. They believe he was in vt on their monitor prior but never changed rhythm afterward. On arrival the patient has significantly labored breathing and was unresponsive to voice or pain. Extremities were mottled and cold. Brain CT shortly after arrival revealed large intracranial bleed with midline shift in the setting of international normalized ratio (inr) 3.1 and aspirin 325 mg daily. No further information was provided.

Manufacturer narrative:
A user facility report #(B)(4) for the event was received.